Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl. The customer¿s current blood glucose value was 176 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer¿s blood glucose at time of that bolus delivery as discovered was 159 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose value with glucose tablet and orange juice. Based on customer¿s report customer does allege over delivery because of low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer reported he presses buttons and it is very slow or nothing happens and he has to press again. The insulin pump will not be returned for analysis.